Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that she had uncomplicated intraocular lens (iol) surgery in (B)(6) 2023. She has since had issues with dysphotopsia and nothing had resolved it. Her doctor had tried glasses, and she has had two second opinions, and no one could resolve her dysphotopsia which she described as glare. She described it as a debilitating glare. Since surgery she was not able to obtain consistent refraction. She had blinding and sometimes painful glare both day and night. She had halos both inside and outside. She had visited corneal specialists and retina specialist with no findings on exam. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Additional information was provided in b.2., b.5., b.6, b.7., d.3., d.5., d.6.b., d.10., h.3., and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received stating that the lens was exchanged with non-company iol following the initial implant procedure. Patient's condition improving.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The lens remains implanted. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The consumer was advised to speak to surgeon regarding issues they are experiencing or seek a second opinion. Company is unable to provide medical advice or recommendations. Information was provided that an explant is planned for (B)(6) 2025. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received stating that iol explant procedure was planned.